Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported the patient was due to see a pain specialist on (B)(6) 2016. The issue was not resolved and no further steps were taken. The pain specialist did say if they were to replace the ins it would be in (B)(6) time.

Event description:
The chronic pain patient reported through a manufacturer representative that they had not used or charged their implantable neurostimulator (ins) for a number of months at the time of report. A physician mode recharge (pmr) was performed on the ins; however, there were difficulties following recovery of the ins from the overdischarge. It was further reported that following the overdischarge the ins was ¿recharging very quickly and discharging very quickly.¿ the ins reportedly was not holding a charge and was ¿discharging within minutes of taking the recharger off.¿ it was noted there were no external factors suspected to have led or contributed to the issue. The issue remained unresolved at the time of report; the patient was to monitor the situation and see a pain specialist for review at a later date. The patient had not yet been scheduled to see a pain specialist as of (B)(6) 2016. There were no surgical interventions performed and it was unknown whether any were planned; the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.